Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to a connector tear. A patient outcome was not reported.

Manufacturer narrative:
Malfunction was reported. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found.the deflation test results were out of specification it took > 14 seconds to deflate from 20 psi to 4 psi. The specification is 14 seconds or less. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 156875 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per 92186855 wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. System components cylinder model- 72404292 lot sn- (B)(4) mfg date- null exp date- 05/20/2021 gtin- 00878953003948. Reservoir model- 72404161 lot sn- (B)(4) mfg date- null exp date- 09/08/2021 gtin-00878953003238.

Manufacturer narrative:
System components: cylinder: model- 72404292, lot sn- (B)(4), exp date- 05/20/2021, gtin- (B)(4). Reservoir: model- 72404161, lot sn- (B)(4), exp date- 09/08/2021, gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to a connector tear. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that only the pump was replaced. The original cylinder and the reservoir were left in the patient's body. The patient outcome was reported to be well. System components cylinder: model- 72404292; lot sn- 0135689001; mfg date- null; exp date- 05/20/2021; gtin- (B)(4). Reservoir: model- 72404161; lot sn- 0150022010; mfg date- null; exp date- 09/08/2021; gtin-(B)(4).

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to a connector tear. A patient outcome was not reported.